Event description:
It was reported that the patient's blood glucose level rose to approximately 17 mmol/l (306 mg/dl) while wearing the pod between 37 and 48 hours. Investigation of the returned pod found a tear in the exposed portion of the soft cannula. The device was originally reported for insulin leakage during wear and the presence of a hole at the infusion site (abdomen). No medical assistance was required. A new pod was applied.

Manufacturer narrative:
The device was received with the cannula deployed. Device downloaded successfully and was without error code, time out or drive stalls. Fluid was found to leak from a tear in the exposed portion of the soft cannula. Because the timing and cause of this soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported leaking during wear. The device was received fully deployed. No damages or defects were noted to the fluid path components that would contribute to skin condition irritation at the infusion site. The exact cause of the reported skin irritation could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.